Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). Towards the end of the case, the rio arm experienced encoder errors and there was 10 minute surgical delay and the case was completed with manual instruments.the case was completed successfully and there was no harm to patient.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: cpci motion control assembly encoder error. Method & results: device evaluation and results: device evaluation was performed and the cpci motion control assembly event was confirmed. Device history review: a review of the DHR associated with rob 231 found qips passed with no notes or comments. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the cpci motion control assembly encoder error. There have been no other similar events for the referenced lot number. Trend request for this part number has been submitted (trend request (B)(4)). Conclusions: upon receipt, the device was evaluated per (B)(4) cpci motor controller programming RMA; field service replaced due to isolation for encoder error. All testing was successfully completed per the fru test matrix for the replacement of the 206308 ¿ cpci motor controller card; the device was repaired at the customer site. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #(B)(4) has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). Towards the end of the case, the rio arm experienced encoder errors and there was 10 minute surgical delay and the case was completed with manual instruments. The case was completed successfully and there was no harm to patient.